Manufacturer narrative:
Continuation of section e - initial reporter phone number was reported as (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen on (B)(6) 2018 using a coolcore applicator. The patient experienced pain during the 2 minute massage following treatment. The treated area was described as more hardened than the adjacent with a central volume starting 3 months after treatment. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the upper abdomen on (B)(6) 2019.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in (B)(6) 2022.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen on (B)(6) 2018 using a coolcore applicator. The patient experienced pain during the 2 minute massage following treatment. The treated area was described as more hardened than the adjacent with a central volume starting 3 months after treatment. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the upper abdomen on (B)(6) 2019.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen on (B)(6) 2018 using a coolcore applicator. The patient experienced pain during the 2 minute massage following treatment. The treated area was described as more hardened than the adjacent with a central volume starting 3 months after treatment. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the upper abdomen on (B)(6) 2019.